Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01251.

Event description:
It was reported that the patient underwent an open rotator cuff repair and subsequently received injections and continued physical therapy for pain at the six month postop visit. No additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the reported event was confirmed based on the medical reports provided stating impingement-like pains radiating over the deltoid muscles. Review of the device history record identified no deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.